Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels (39 mg/dl) approximately once a week since starting on the pump ((B)(6) 2016). The customer consumed juice to address bg level. Customer stated that the cause of the low bg levels is unknown. Reportedly, the customer experienced some memory and speech impairment as a result of the low bg levels. The customer stated they have already contacted their healthcare provider regarding low bg levels. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.